Manufacturer narrative:
Original testing and first repeat was done from a lithium heparin gel separator tube. The second rerun was performed from a clean, dry primary tube of a non-gel separator type. Precision run was performed on the instrument upon hotline request and customer acknowledged that the data was acceptable. Hotline reviewed qc performance from the last 30 days up to the event and the data was acceptable. The customer declined to provide the instrument printouts or the sample for analysis. The customer feels that this is an isolated event. No service call was requested by the customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc. Regarding an erroneous vancomycin (vanc) result which was generated by the unicel dcx 800 synchron chemistry instrument. A patient sample was tested for vanc and a result of 20.7ug/ml was obtained. The result was questioned by the pharmacist one hour later. The original sample tube was rerun on the same instrument and gave a result of 11.9ug/ml. The lab then poured off the original sample into clean dry primary tube and a result of 11.3ug/ml was obtained. This result was amended because the pharmacist stated that the previous result for this patient was 13.0ug/ml. Bci did not receive any reports of treatment being initiated or withheld as a result of this event.